Event description:
An account stated that the weld on this stretcher failed at the caster tube, causing the caster to come off the stretcher.

Manufacturer narrative:
Upon complaint review, it was determined that this condition has the potential to cause serious injury were it to reoccur. The technician replaced the base frame in order to resolve this issue.